Event description:
Trach inserted on (B)(6) 2020, during the am assessment the nurse noted the trach plate appeared broken, the physician was notified and since the patient was not experiencing any distress, elected to allow the stoma time to heal before changing. On (B)(6) the patient was anxious and family at the bedside were anxious and wanted the trach exchanged, physician changed the trach without incident, no harm to the patient. FDA safety report ID# (B)(4).